Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation on her back under the therapy electrodes. It was reported that the patient scratched her skin under the therapy electrodes. The patient consulted her physician who recommended using a cream. Follow-up indicated that the rash had almost healed completed with use of the cream.